Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, dilaudid, and morphine (unknown concentrations and dosages) via an implantable infusion pump for spinal pain. It was reported that the patient was having some problems with "really bad seizures." It was further reported that "they were not seizures" because the patient went to a neurologist and did a computed tomography (CT) scan and there was nothing wrong with the brain ("all came out normal"). The patient stated that within the last year, he was having "these little episodes" where he became tired and had to go to sleep. The patient would lay down for 30-45 minutes and when he woke up, he had "this bad smell" that he cannot get rid of, and he would have unbelievable excruciating pain in his legs from his waist down, and they "just throb." These episodes were noted to begin roughly "last year" from (B)(6) 2018. It was further reported that "vicodin don't help it, nothing helps it, nothing is helping it." He was given some somas, which helped a little bit, and helped the patient "bear through it." It was further reported that "they last between 24 and 26 hours, I have had two this week, I have had plenty more, but I have had two this week. We just don't know, my pain doctor does not know, I have the metabolic pain pump in me." At the time of the report, the patient noted that dilaudid was in the pump, and morphine with "this other stuff" was in the pump, but was taken out. The patient was worried about the catheter or if there was a growth on the catheter. The patient was also worried that the pump was accidentally overdosing him and showing up fine on the scanner at the healthcare provider's (hcp) office. No further complications were reported.